Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included epigastric pain, diarrhea, nausea, vomiting, postpartum hemorrhage and abortion. Concurrent conditions included urinary tract infection since (B)(4) 2015, acute cystitis since (B)(6) 2015, vomiting since (B)(6) 2015, genital burning sensation since (B)(6) 2016, painful intercourse since (B)(6) 2016, gerd since (B)(6) 2016, dysphagia since (B)(6) 2016, abdominal pain since (B)(6) 2016, anxiety since (B)(6) 2016, flank pain since (B)(6) 2016, breast lump since (B)(6) 2016, right upper quadrant pain since (B)(6) 2016, depression since (B)(6) 2016, dysuria since (B)(6) 2016, headache since (B)(6) 2016, (B)(6) infection since (B)(6) 2016, hyperbilirubinemia since (B)(6) 2016, laryngitis since (B)(6) 2016, vaginitis since (B)(6) 2016, acute upper respiratory tract infection since (B)(6) 2016 and viral gastroenteritis since (B)(6) 2016. Family history included von willebrand's disease (mother). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and menorrhagia ("increased bleeding during menstruation"). Essure treatment was not changed. At the time of the report, the menorrhagia had not resolved. The reporter considered menorrhagia and pelvic inflammatory disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative.. Hysterosalpingogram - on an unknown date: result not provided. Ultrasound scan vagina - on (B)(6) 2015: ovarian follicles. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: ptc global number: (B)(4); sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received: new reporters, patient dob, concomitant and historical conditions, lab data, new event pelvic inflammatory disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included epigastric pain, diarrhea, nausea, vomiting, postpartum hemorrhage and abortion. Concurrent conditions included urinary tract infection since (B)(6) 2015, acute cystitis since (B)(6) 2015, vomiting since (B)(6) 2015, genital burning sensation since (B)(6) 2016, painful intercourse since (B)(6) 2016, gerd since (B)(6) 2016, dysphagia since (B)(6) 2016, abdominal pain since (B)(6) 2016, anxiety since (B)(6) 2016, flank pain since (B)(6) 2016, breast lump since (B)(6) 2016, right upper quadrant pain since (B)(6) 2016, depression since (B)(6) 2016, depression since (B)(6) 2016, depression since (B)(6) 2016, dysuria since (B)(6) 2016, headache since (B)(6) 2016, human papilloma virus infection since (B)(6) 2016, hyperbilirubinemia since (B)(6) 2016, laryngitis since (B)(6) 2016, vaginitis since (B)(6) 2016, acute upper respiratory tract infection since (B)(6) 2016 and viral gastroenteritis since (B)(6) 2016. Family history included von willebrand's disease (mother). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), vomiting ("vomiting") and diarrhoea ("diarrhea"). In february 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In april 2015, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). In may 2015, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("autoimmune disorder type of disorder: joint pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2015, the patient experienced pruritus ("rashes or skin conditions type: itchy skin"). In march 2016, the patient experienced pollakiuria ("bladder or urinary problems or changes : urinary frequency") and urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"). In 2016, the patient experienced paraesthesia ("paresthesia") and urinary tract infection ("urinary tract infection"). In december 2016, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). On an unknown date, the patient experienced mood altered ("psychological or psychiatric problems condition: moodiness"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), depression ("depression"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), dysuria ("dysuria"), pain in extremity ("leg pain"), groin pain ("groin pain") and back pain ("low back pain"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia had not resolved and the vaginal haemorrhage, bacterial vaginosis, mood altered, arthralgia, pruritus, pollakiuria, urinary incontinence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, weight decreased, constipation, vomiting, diarrhoea, alopecia, vaginal discharge, depression, gastrooesophageal reflux disease, paraesthesia, urinary tract infection, dysuria, pain in extremity, groin pain and back pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, bacterial vaginosis, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrooesophageal reflux disease, groin pain, headache, menorrhagia, migraine, mood altered, nausea, pain in extremity, paraesthesia, pelvic inflammatory disease, pollakiuria, pruritus, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - on an unknown date: result not provided ultrasound scan vagina - on (B)(6) 2015: ovarian follicles. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: ptc global number: 2017-010206 sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), infection (other) describe: bacterial vaginosis, psychological or psychiatric problems condition: moodiness, autoimmune disorder type of disorder: joint pain, rashes or skin conditions type: itchy skin, bladder or urinary problems or changes : urinary frequency, bladder or urinary problems or changes : urinary incontinence, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, weight loss, gastrointestinal or digestive system condition type: constipation, vomiting, diarrhea, hair loss, vaginal discharge, depression, gastrointestinal or digestive system condition type: gerd, paresthesia, urinary tract infection ,dysuria, leg pain, groin pain, low back pain", patient information added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease") in a 23 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abortion, postpartum hemorrhage, vomiting, nausea, diarrhea and epigastric pain. The patient had a family history of von willebrand's disease (mother). Concurrent conditions were listed as viral gastroenteritis, acute upper respiratory tract infection, vaginitis, laryngitis, hyperbilirubinemia, human papilloma virus infection, headache, dysuria, depression, depression, depression, right upper quadrant pain, breast lump, flank pain, anxiety, abdominal pain, dysphagia and gerd since (B)(6) 2016, painful intercourse and genital burning sensation since (B)(6) 2016, vomiting, acute cystitis and urinary tract infection since (B)(6) 2015, hair loss, gilbert's syndrome, von willebrand's disease, sinus congestion, sore throat, upper respiratory infection, insomnia, bladder infection, pain chest, vaginal infection, abdominal pain, muscle spasm, human papilloma virus infection, smoker, menstruation irregular, appendicitis, bloating, burning sensation and vulval itching. Concomitant products included zofran [ondansetron], ibuprofen, azithromycin and depo-provera (medroxyprogesterone acetate). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 35 days after essure insertion, she experienced fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), vomiting ("vomiting") and diarrhoea ("diarrhea"). In (B)(6) 2015 she experienced pelvic inflammatory disease (seriousness criteria hospitalisation, medically important and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015 she was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2015 she experienced heavy menstrual bleeding ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("autoimmune disorder type of disorder: joint pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015 she experienced pruritus ("rashes or skin conditions type: itchy skin"). In (B)(6) 2015 she experienced paraesthesia ("paresthesia"). In (B)(6) 2016 she experienced pollakiuria ("bladder or urinary problems or changes : urinary frequency") and urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"). In (B)(6) 2016 she experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). In 2016 she experienced urinary tract infection ("urinary tract infection"). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain ("pelvic pains / increasingly intense pain / pain"), mood altered ("psychological or psychiatric problems condition: moodiness"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), depression ("depression"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), dysuria ("dysuria"), pain in extremity ("leg pain"), groin pain ("groin pain") and back pain ("low back pain"). The patient was treated with surgery (underwent bilateral salpingectomy). At the time of the report, the heavy menstrual bleeding had not resolved. The outcomes for pelvic inflammatory disease, vaginal haemorrhage, bacterial vaginosis, mood altered, arthralgia, pruritus, pollakiuria, urinary incontinence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, weight decreased, constipation, vomiting, diarrhoea, alopecia, vaginal discharge, depression, gastrooesophageal reflux disease, paraesthesia, urinary tract infection, dysuria, pain in extremity, groin pain and back pain were unknown. The reporter considered alopecia, arthralgia, back pain, bacterial vaginosis, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrooesophageal reflux disease, groin pain, headache, heavy menstrual bleeding, migraine, mood altered, nausea, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] (date unknown): results: negative. [Hysterosalpingogram] on (B)(6) 2015: results: total bilateral occlusion; (date unknown): results: result not provided [ultrasound scan vagina] on (B)(6) 2015: results: ovarian follicles. Concerning the injuries in the case, the following ones were described in patient's medical records confirming: pelvic pain and menorrhagia, vaginal discharge, headaches, dyspareunia, bacterial vaginosis, diarrhea". Quality-safety evaluation of ptc: for essure: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received : reporters information added, product insertion and removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.